Event description:
It was reported that during a low anterior resection procedure, the surgeon was unable to open device while trying to resect the bowel. There was no patient consequence reported. Procedure was completed with same like device. Devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.